Manufacturer narrative:
Lot and serial number of the disposable devices not provided by the complainant, therefore, the expiration dates are not known. Pregnancy post permanent contraceptive procedure. Devices are not being returned, therefore, a failure analysis of the complaint devices cannot be completed. Lot number of the disposable devices not provided by the complainant, therefore, the manufacture dates are not known. Device history record (DHR) review was unable to be conducted for the disposable devices as the lot numbers were not provided by the complainant. According to the instructions for use (IFU) box warning: as with any tubal occlusion procedure, there is a risk of ectopic pregnancy. (B)(4).

Event description:
It was reported that following an adiana procedure for permanent contraception on (B)(6) 2012, it was noted on (B)(6) 2012, the pt was pregnant with an "ectopic" pregnancy. Treatment included a methotrexate injection. On (B)(6) 2012, the physician reported the pt is "doing well."